Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. The power management graph was in specification. Monitored for 7 days with no unexpected low battery alerts, insert battery alerts/alarms or failed battery test alarms noted. Unexpected pump error alarmed during self-test due poor solder joints on keypad assembly. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with severely faded serial number label. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, severely damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery. The customer¿s blood glucose level was unknown. The customer pump battery wears out every two days. The insulin pump will not be returned for analysis.